Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead fell apart at the tip when disconnected from device. Attempts to obtain additional information from the field were unsuccessful. This rv lead was surgically abandoned. No additional adverse patient effects were reported.